Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58, (B)(6) 2013; a2dr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that several days after implant the right ventricular (rv) and atrial leads dislodged. Clearly lack of appropriate slack at time of implant was noted. The rv lead also had low sensing/over pacing. Both leads were explanted and re-implanted. No patient complications have been reported as a result of this event.